Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alar occurred. Customer¿s blood glucose (bg) level was 300 mg/dl - "high". A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.